Manufacturer narrative:
Patient's date of birth and age unavailable. Patient's weight unavailable. Device evaluation: both the elca device and marker band were returned to the manufacturer and were evaluated on 30 january 2020. Upon evaluation, the proximal and distal end of the band shows no damage. The external surface of the band shows scuff marks. In the spectranetics instructions for use (IFU), 4. Indications for use, treating underexpanded stents is not listed as an indication for use. This event's indication for use is considered to be off-label and unapproved.

Event description:
A coronary vascular intervention procedure commenced. The procedure indication was reported to treat underexpanded stents present in the mid left anterior descending (lad) artery. The physician used a spectranetics elca device and successfully completed ten passes with the device in this area. When the physician pulled the elca catheter out through the stents, the radiopaque marker band (normally present at the device's' distal tip) detached in the patient's artery. A sapphire balloon was used to retrieve the marker band successfully. The patient survived the procedure with no reported patient injury.

Manufacturer narrative:
In h11 of the initial MDR, under device evaluation, the last sentence requires correction. In a review of this MDR on 08 jan 2021, it was discovered that this sentence stated the use of the device was unapproved, which is not correct; the elca device is approved for use in the coronary arteries. This sentence is now corrected to state: the use of the elca device in this event to treat underexpanded stents was not listed on the label. This supplemental MDR is being submitted to capture this correction.